Event description:
Additional information reported that the implantable neurostimulator was replaced and the patient was "very happy."

Manufacturer narrative:
Lead: model 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: na.

Event description:
It was reported that the patient experienced early battery depletion. The patient was scheduled to receive a rechargeable replacement battery on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.